Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were going into some kind of shock. Customer's blood glucose level at the time of the incident was 196mg/dl. Customer reported to be seeing things. Customer was advised to disconnect from the insulin pump and contact emergency services. Customer stated that they were going to contact emergency services. The insulin pump will not be returned for analysis.